Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 174 mg/dl at the time of incident. The customer stated that the pump alarmed no delivery during basal and it was recurring. The customer was assisted with fixed prime. Insulin did not exit and the pump alarmed no delivery. The customer was able to assemble a new infusion set and reservoir. The pump did not alarm no delivery. The alarm was caused by a set/reservoir occlusion. Troubleshooting was completed. The reservoir was not returned for analysis.